Manufacturer narrative:
This event occurred in (B)(6). Unique identifier (UDI)#: asku.

Event description:
The customer received questionable elecsys vitamin b12 immunoassay results for an unknown number of patient samples. Of the data provided for five patient samples, only the results for three were discrepant. The initial results were from an aliquot and the repeat results were from the original sample tube tested on another analyzer. Sample 1 initial result was 50.00 pg/ml. The repeat result on (B)(6) 2016 was 146.1 pg/ml. Sample 2 initial result was 50.00 pg/ml. The repeat result on (B)(6) 2016 was 162.3 pg/ml. Sample 3 initial result on (B)(6) 2016 was 77.62 pg/ml. The repeat result on (B)(6) 2016 was 161.8 pg/ml. Information was provided that one result was sent to physician who didn't believe the result and called the lab for retesting. This patient was not adversely affected. Information was not provided to determine which patient sample this was. No adverse event was reported for any other patient. The reagent lot number was 13438600. The expiration date was requested, but was not provided.

Manufacturer narrative:
Analyzer performance testing was done which failed and the field service representative replaced the measuring cell. Afterward, the performance testing was within specifications and no further issues were reported by the customer. The customer did notice differing results for three samples but as the results were below the limit of quantitation for the assay the customer agreed this was the cause of the discrepancy. Based on the provided data, a specific root cause could not be determined. The most likely root cause was bubbles or foam on the sample surface. A general reagent issue could most likely be excluded.